Event description:
It was reported by a patient via social media that convective radiofrequency water vapor thermal therapy was "very uncomfortable for me". No further information was provided.

Manufacturer narrative:
Correction. Event date: the exact event date was not reported. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The device was not returned so physical analysis could not be performed. Based on the available information, an evaluation conclusion code of known inherent risk of device was assigned to this event as the reported is issue is documented in the labeling as a potential risk associated with the use of the device.

Event description:
It was reported by a patient via social media that convective radiofrequency water vapor thermal therapy was "very uncomfortable for me". No further information was provided.